Event description:
The customer contacted stryker to report that their device's on button is not functioning. As a result, the device may be unable to power on to deliver defibrillation therapy to a patient, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. Not returned to manufacturer.